Manufacturer narrative:
The device manufacture date for this product is february 10, 2015. Additional information provided from the field indicated that surgical intervention was performed and the electrode was repositioned to a new location over the sternum. No induction was performed and the system continues to remain implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two inappropriate shocks due to t-wave oversensing approximately three months ago. Some changes in the patient's qrs morphology were also noted. At the time, the s-ICD was reprogrammed and the patient was dismissed. A few months later in (B)(6), the patient reported receiving an additional three inappropriate shocks. One of the shocks induced ventricular tachycardia which was then terminated by another shock. An x-ray taken of the system revealed the s-ICD and electrode were not implanted in an optimal position for the patient. At this time, no intervention has been performed and the electrode remains implanted and in service. No additional adverse patient effects were reported. Additional information provided from the field indicates that at this time no intervention has